Event description:
The patient presented with acute left-sided pontine and right-sided occipital chronic infarcted areas and a preocclusive mid-basilar artery stenosis. The patient had a modified rankin scale score of 2. Angioplasty was performed to increase the perfusion of posterior circulation and reduce the risk of additional embolic infarcts. The balloon was inflated slowly under fluoroscopic roadmap guidance over several seconds to the nominal inflation pressure and kept inflated for approximately 30 seconds and then deflated. A control angiogram revealed an extravasation. Heparin was reversed with protamine sulfate. After the balloon was reinflated twice on the side of the perforation in attempt to stop bleeding, the imaging showed that there was no extravasation but a small dissection in the proximal part of the plaque. A flow diverter stent was placed to prevent rebleeding and cover the dissected segment. The patient awakened neurologically intact. However, post procedure CT scan showed a subarachnoid hemorrhage (sah) especially in the interpeduncular cistern and posterior-inferior sulci of the cerebellum. Ten days post procedure the patient was discharged with clearance of the sah and without signs of a vasospasm.

Event description:
The patient presented with acute left-sided pontine and right-sided occipital chronic infarcted areas and a preocclusive mid-basilar artery stenosis. The patient had a modified rankin scale score of 2. Angioplasty was performed to increase the perfusion of posterior circulation and reduce the risk of additional embolic infarcts. The balloon was inflated slowly under fluoroscopic roadmap guidance over several seconds to the nominal inflation pressure and kept inflated for approximately 30 seconds and then deflated. A control angiogram revealed an extravasation. Heparin was reversed with protamine sulfate. After the balloon was reinflated twice on the side of the perforation in attempt to stop bleeding, the imaging showed that there was no extravasation but a small dissection in the proximal part of the plaque. A flow diverter stent was placed to prevent rebleeding and cover the dissected segment. The patient awakened neurologically intact. However, post procedure CT scan showed a subarachnoid hemorrhage (sah) especially in the interpeduncular cistern and posterior-inferior sulci of the cerebellum. Ten days post procedure the patient was discharged with clearance of the sah and without signs of a vasospasm.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation, hemorrhage and vessel dissection are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Event date: the exact date of the procedure is unknown. (B)(4). Device is not available to the manufacture.